Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port, one cath-lock and a groshong catheter in two segments were received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential breaks were noted on both distal end of the proximal catheter segment and the proximal end of the distal catheter segment. The edges of the break on the proximal end of the distal catheter and the distal end of the proximal catheter segments were noted to be uneven. The surfaces were noted to be granular. Upon infusion, a leak from the split was observed while water exited the distal end. Therefore, the investigation is confirmed for the reported fracture, material separation and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that the approximately four years and six months post port placement via the left subclavian vein, an x-ray examination was performed and revealed that the total parenteral nutrition allegedly leaked. It was further reported that when the port system was removed, the catheter was allegedly found to be broken subcutaneously at approximately eighteen centimeters from the tip of the catheter. Reportedly, the distal segment and port body were removed. There was no reported patient injury.

Event description:
It was reported that the approximately four years and six months post port placement via the left subclavian vein, an x-ray examination was performed and revealed that the total parenteral nutrition allegedly leaked. It was further reported that when the port system was removed, the catheter was allegedly found to be broken subcutaneously at approximately eighteen centimeters from the tip of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.